Event description:
Conmed japan reported on behalf of a customer that the yprc02r, y-knot pro rc anchor, two ribbons device was used during an acromioclavicular joint dislocation open reduction procedure on (B)(6) 2023, and ¿the product was used on the coracoid process due to left acromioclavicular joint dislocation. After making a pilot hole with the first k wire, the surgeon inserted the anchor, but it came out. The second anchor was inserted from a different location using a self-punch without a pilot hole. At that point, the patient did not realize that it had been damaged, and the surgery itself did not cause any health damage to the patient. Later, when the cj sales department visited the attending physician, he was informed that the post-operative x-rays showed a fragment of the tip of the inserter in the coracoid process.¿. Follow-up assessment revealed that the xray was performed as a routine examination at an unknown time after the surgical wound was closed, and "there are no plans to remove it". There was no medical/surgical intervention or hospitalization reported. This report is being raised on the basis of injury due to fragmentation with retained foreign body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only such occurrence for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 reports, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants, are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. Any decision to remove a device should take into consideration the potential risk to the patient of a second surgical procedure. Implant removal should be followed by adequate postoperative management. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the yprc02r, y-knot pro rc anchor, two ribbons device was used during an acromioclavicular joint dislocation open reduction procedure on (B)(6) 2023, and ¿the product was used on the coracoid process due to left acromioclavicular joint dislocation. After making a pilot hole with the first k wire, the surgeon inserted the anchor, but it came out. The second anchor was inserted from a different location using a self-punch without a pilot hole. At that point, the patient did not realize that it had been damaged, and the surgery itself did not cause any health damage to the patient. Later, when the cj sales department visited the attending physician, he was informed that the post-operative x-rays showed a fragment of the tip of the inserter in the coracoid process.¿. Follow-up assessment revealed that the xray was performed as a routine examination at an unknown time after the surgical wound was closed, and "there are no plans to remove it". There was no medical/surgical intervention or hospitalization reported. This report is being raised on the basis of injury due to fragmentation with retained foreign body.